Event description:
Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening, a fold crease, brown particles and non-penetrating nicks. A leak test was performed and found an opening on the posterior side. A microscopic analysis was performed which identified a sharp edge opening. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a sharp edge opening on the posterior side due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.